Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet kit for the valve was not shifting. Additional malfunctions include the tie wraps for the tubes were leaking.